Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via manufacturing representative reported that the battery indicated elective replacement indicator (eri). The patient noted on the phone that the physician icon was on the stimulator programmer. Impedances were checked and all were within normal range. The battery was checked and the status was eri. The battery had been turned off for the time being. The issue was resolved at the time of report. The battery had been implanted less than two weeks and indicated eri. No surgical intervention occurred and it was unknown if surgical intervention was planned. The cause of the event had not been determined.

Manufacturer narrative:
Please note the event type has been updated to adverse event and product problem at this time.

Manufacturer narrative:
Please note that upon receipt of the device for analysis, the reportable event type has been escalated to serious injury. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis found the longevity of the battery was not met. However, the cause was unknown. The data gathered during the review of the manufacturing data, visual and dimensional inspection, and electrical testing did not show any abnormal results. Analysis found no evidence of an internal mechanism for premature depletion during destructive analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.